Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective therapy was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation therapy from her scs system. It was noted the left side of the patient's lead reflects high impedance readings. Consequently, the patient will undergo surgical intervention as the next course of action.